Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was faulting with errors 1007 and 1162 faults on arm 1, customer hard power cycled the system but errors continued. Customer was only able to disable arm 1 in order to continue setting up for the case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1162 errors were found indicating ac magnetic cannula sensor fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 1162 error was triggered indicating fault on the cannula, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where led brightness test was found to be failing on the axes controller spar connector (acsc) printed circuit assembly (pca) assembly. Once testing was completed, the acsc pca was tested and was verified to be the source of the fault. The unit was then tested for error 1007 which was not confirmed and not replicated. In artemis, no data was found to indicate that the 1007 fault had occurred in the field. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the fiber trend was inspected, and the rolling loop and parallelogram fiber assemblies readings were trending low. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.